Event description:
Rn progress nursing progress note: "pt became very agitated on return from CT scan this am. He had violent coughing spells and jerked his upper body when coughing. Following a coughing spell nursing noticed that the bolt looked loose and partially pulled out. Neurosurgery paged and removed the bolt at 0700." Dr. Removed remainder of evd and found threaded tip broke off. Part of wire remained inside patient's head and will need to be surgically removed.